Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Porduct disposition is unknown.

Event description:
It has been reported that a t2 nail has broken during surgery.

Event description:
It has been reported that a t2 nail has broken during surgery.

Manufacturer narrative:
Evaluation revealed the t2 femoral nailing to be the primary product. All other mentioned products (locking screws and end cap) are regarded to be concomitant products. Physical investigation of the nail was not possible as it was not available for investigation even being requested. A review of the DHR revealed no discrepancies in material or manufacturing. The device was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The IFU includes that obesity, traumatic overloads and non-unions can lead to implant failures like breakages. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. With regard to the available information a more precise statement is not possible. The file will be closed formally and we reserve the right to reopen the file in case the device and / or further information becomes available.

Event description:
It has been reported that a t2 nail has broken during surgery.